Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise while the patient was on a treadmill. An inappropriate shock was delivered. The patient fell off the treadmill after shock delivery, suffered from a mild concussion and was taken to the emergency department. Low amplitude measurements were observed in all programmed vectors. Review of the device on x-ray noted the top portion of the device appeared tilted away from the body. The patient was discharged and later seen for in clinic treadmill testing. During in clinic treadmill testing, noise was able to be reproduced. The primary sensing vector was reprogrammed to alternate and monitoring will be continued. This product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise while the patient was on a treadmill. An inappropriate shock was delivered. The patient fell off the treadmill after shock delivery, suffered from a mild concussion and shoulder injury and was taken to the emergency department. Low amplitude measurements were observed in all programmed vectors. Review of the device on x-ray noted the top portion of the device appeared tilted away from the body. The patient was discharged and later seen for in clinic treadmill testing. During in clinic treadmill testing, noise was able to be reproduced. The primary sensing vector was reprogrammed to alternate and monitoring will be continued. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the information in b5, describe event or problem.